Event description:
Bard powerglide pro midline inserted [redacted date] at 1418 and removed [redacted date] at 2004 due to occlusion. Upon inspection, it is noted there were two kinks, one at the hub and once approximately 2cm from hub. Additionally, another midline was inserted.